Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 4: reference MFR report # 1627487-2018-13101, 1627487-2018-13105, 1627487-2018-13110. It was reported the study patient (target) was involved in a motor vehicle accident and was later admitted into the hospital due to pain. Reportedly, diagnostic testing identified high impedance values on the trial leads. As a result, surgical intervention is pending at a future date to address the issue.

Manufacturer narrative:
Although only 3 of 4 leads were replaced, all 4 leads are being reported because it is unknown which leads were involved.

Event description:
Device 2 of 4. Reference MFR report # 1627487-2018-13101, 1627487-2018-13105, 1627487-2018-13110 follow up revealed patient underwent surgical intervention on 22 january 2019 wherein 3 leads were replaced and the ipg was electively replaced. It was reported that effective therapy was restored postoperatively.

Event description:
Device 2 of 4: reference MFR report # 1627487-2018-13101, 1627487-2018-13105, 1627487-2018-13110.